Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: d8,g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The cause of the reported event cannot be conclusively determined. The legal manufacturer provided the following possible cause for the reported event as follows: the legal manufacturer reported that the instruction for use (IFU) specifies a reprocessing method, so the event is not due to a device issue or IFU but user mishandling. The legal manufacturer reported that the user¿s handling deviated from the IFU with use of the stiff third party brush. The legal manufacturer refers to the reprocessing manual that states the following: 5.4 manually cleaning the endoscope and accessories: brush the forceps elevator: when brushing the forceps elevator and the forceps elevator recess, gently use a single use channel-opening cleaning brush (maj-1339) or a single use combination cleaning brush (bw-412t) and single use soft brush (maj-1888). Do not use a stiff brush or brush with excessive force even with the brush maj-1339 or bw-412t and maj-1888. Using a stiff brush or brushing with excessive force may damage the distal end of the endoscope and cause the endoscope to leak. In addition, the legal manufacturer confirmed via DHR review that the subject device was shipped out, satisfying specifications.

Manufacturer narrative:
As part of our investigation, while onsite the ess provided a reprocessing in-service that included reprocessing the facility¿s scopes in accordance to the legal manufacturer¿s recommendations. The ess also, reported that the customer was informed about the importance of using the proper cleaning brush (maj-1888) as shown on the reprocessing chart and referenced in the reprocessing manual. The ess provided the customer a copy of the in-service notes and attendance sheet. The customer informed the ess that the facility purchase the proper cleaning. The scope was not returned to service center for evaluation. The most likely cause for this event is user mishandling.

Event description:
The service center was informed that during an onsite repair reduction and reprocessing in-service with an olympus endoscopy support specialist (ess), it was noted that an improperly or incorrect reprocessed scope was used on a patient. The ess reported that the customer was utilizing a third party cleaning brush that was stiff and the bristles were just barely able to pass through the groove. However, not able to properly brush the grove behind the recess on the scope. There were no patient infections reported.